Event description:
This is a report of a homechoice patient (hp) whose nurse reported peritonitis in a (B)(6) male patient coincident with peritoneal dialysis therapy. During a follow-up call, on (B)(6) 2010, the nurse provided the following information. On (B)(6) 2009, the patient was diagnosed with peritonitis after an effluent culture, obtained the same day, grew (B)(4). The patient was not hospitalized for the event. The nurse could not remember if the patient had cloudy effluent at the time of the diagnosis. On an unreported date in (B)(6) 2009, the patient was treated with intraperitoneal (unspecified) antibiotics (dose and frequency not reported). In (B)(6) 2009, the antibiotic regimen was completed. On (B)(6) 2009, a repeat effluent culture showed "no growth". On (B)(6) 2009, the event of peritonitis resolved.

Event description:
Customer reported unexpected negative reactivity with 2-cell screen on the galileo instrument.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h09d26016 and h09c22033 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.